Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) found that on incoming test performed it failed on battery removal time (the super capacitors were noted to be worn). Both bail covers were noted to be broken and attachment ring was found to be bent. The epg was sent back to the customer unrepaired as no spare parts available and as the epg is an end of service life device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) received into service for preventative maintenance subsequently tested out-o f-specification during manufacturer's analysis. There was no patient involvement.